Event description:
Esophageal stethescope was removed from pt. The pt was still intubated and upon suctioning, it was noticed that the blue plastic tip was left in the back of the pt's throat. Dr was able to remove tip from pt's throat. The pt was not injured as a result of this incident.